Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient underwent pump exchange due to driveline infection.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 2¿ from the pump header. A distal portion of the pump cable was returned in two segments, measuring approximately 6.5¿ and 10.5¿, respectively. The remainder of the pump cable (including the inline connector) and the modular cable were not returned. The outflow graft and outflow graft bend relief had been severed at the hardware and were returned attached to the pump cover outlet port. The remainder of the outflow graft and bend relief material were also returned. The cuff lock was disengaged prior to the pump¿s return and the apical cuff was not returned. Examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. The IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists infection as a potential late postimplant complication. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Initial admission for the driveline infection is captured under MFR. Report # 2916596-2024-06488.

Manufacturer narrative:
B5: additional information. D9: device return to manufacturer date, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The initial date of admission for the driveline infection was (B)(6) 2022. The patients' symptoms included erythema and odorous discharge. They were given multiple rounds of antibiotics for treatment.